Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros trop I es result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. There was no evidence that an instrument related issue contributed to the event. The investigation could not determine a definitive root cause. However, a reagent related issue cannot be ruled out as a contributing factor.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros trop I es result (0.167 vs. Expected result = 0.029 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer tests the vitros trop I es samples in duplicates and the affected result was identified prior to reporting. There was no report of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. (B)(4).